Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alert on an infusion set three days after application, which persisted after an initial supply change, and the user performed troubleshooting by disconnecting, checking for drops during tubing fill, and reconnecting. Symptoms included no reported change in blood glucose. Outcomes included no reported injury and no need for medical intervention or hospitalization. Investigation included customer education on occlusion troubleshooting and confirmation of flow through the tubing when disconnected from the site. Investigation of this case revealed an occlusion condition associated with the infusion set, with function restored after supply change and confirmation of insulin flow during fill, indicating a probable site- or set-related blockage rather than pump failure. It was concluded, based on previously established findings for similar reports, that the cause was a user interface or use-related issue at the infusion site consistent with an intermittent occlusion.